Event description:
Caller reported multiple intermittent occlusion alarms, which had caused her blood glucose level to display "high." The customer addressed the high blood glucose by administering a correction bolus through the pump and manual injections and resolved the occlusion issue by changing the infusion set and cartridge before resuming insulin therapy. Technical support educated the customer about proper cartridge usage and is sending replacement infusion sets.